Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06121. Review of the patient's medical chart identified the patient experienced a increased heating sensation at his ip site while charging on (B)(6) 2012. On (B)(6) 2013, the patient reports continued issued with heating while charging. Additional information received identified the patient stopped using his scs system in (B)(6) 2013. On (B)(6) 2013, the patient's ipg was removed and replaced with a different manufacturers. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported events was expected.